Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported temperature change had occurred to the pump prior to the occlusion alarm declaring. System check was performed with tandem technical support. Customer resumed insulin delivery. Customer's blood glucose was in 190-247 mg/dl.